Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 566 mg/dl. The customer had symptoms such as and treated with changed infusion set and dosed with pump. Customer's blood glucose value was 566 mg/dl at the time of the incident. Customer's current blood glucose value was 134 mg/dl. Troubleshooting was performed. It was reported that the customer was hospitalized on (B)(6) 2017 at 11:15pm and the blood glucose value when admitted to hospital was 378 mg/dl. The cause of hospitalization per healthcare professional was due to elevated blood glucose at hospital IV fluid was given to her. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.